Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that there were no external factors the contributed to the issue. The cause of the impedance issue was positional changes. The patient was programmed on the other lead. The issue wasn't resolved, but the coverage was still good so they may not do anything.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reported patient having desired settings not available since saturday. No know fall/accident/trauma, or medical procedure recently. Rep said initially he got 1,4,5 as do not use and then connectivity show 1 and 5 being out. Testing impedance again, 0,1,2,4,5,6 showed high impedances. Technical services(ts) reviewed with rep that only electrode 3 <(>&<)> 7 are viable however it may change if patient is in a different body position. Patient does have another lead to allow programming to try and capture therapy for patient. No symptoms were reported.